Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low r-wave amplitudes and t-wave oversensing resulting in stored untreated episodes. The patient was noted to have had a medication adjustment at the previous follow up appointment. Device data was sent to rhythmcare for review. Rhythmcare the provided further troubleshooting options to be considered. This device remains in service. No adverse patient effects were reported.